Event description:
Patient was positioned in lithotomy with legs in gyneco stirrup and attached to table with "clark socket assembly". Attachment apparently let loose and patient's leg was extended straight out. Her leg was caught by attending m.d. New attachment was applied to or table and surgery continued. Post surgery, patient complained of left thigh pain. Ortho consultation obtained. X-rays negative. Patient was discharged without pain, but to follow-up with orthopedic visitinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.